Event description:
It was reported that the patient presented in hospital after receiving multiple shocks; interrogation showed noise. X-ray revealed externalized conductors. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
During analysis, external insulation abrasions were found at 14.3cm to 15.1cm and 16.6cm to 16.8cm from the connector pin, consistent with friction to the ICD can. The re conductor etfe coating was abraded at one location. This is consistent with the observation from the field of noise.